Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all nurses were unable to saw emergency crash cart option on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all nurses were not seeing the 'aaa emergency crash cart' option on the station. A technical support specialist attempted to dial into the station, but the request timed out. The specialist deployed the sha-2 cert installer (build 1) and restarted the remote support service (rss) services packages, which were successfully deployed. The user was then contacted and asked to manually reboot the station. However, the dial-in request timed out again, and remote access remained unsuccessful. The user informed that the pharmacy technician would attempt to fix the issue first and would contact if a dispatch was needed. It was found that the aaa crash cart/box restock patients had been auto discharged, which resulted in nurses not being able to access them. The customer updated the discharge dates, making the patients accessible again. The system functioned as intended after the technical support specialist investigated the device.